Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of packages presenting the alleged issue (holes)? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide lot number of each product. Will the products be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The package was pulled from the manufacturers box that is stored in the or supply room, but holes were found in the packaging. No adverse patient consequences were reported. Additional information was requested.